Event description:
The lay user/patient's father contacted lifescan alleging that the display on his daughter's new onetouch ultralink meter was "too light to read." The issue was unresolved with troubleshooting. There was no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.